Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-2366-30 serial #: (B)(4) description: linear 3-6 lead, 30cm the explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that two of patients leads have high impedances. The physician did not suspect malfunction. The patient underwent a lead revision procedure. During patients revision, they were unable to remove one of the leads to the point that they had to cut it. The patient was doing well postoperatively.